Event description:
The account alleges that there was a defect in the packaging seal resulting in incomplete sterilization of the contents. This was identified during an initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually. The packaging was bubble tested and the sterility was found to be compromised. The complaint is confirmed. The root cause is attributed to the manufacturing process. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.